Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Customer delivered an air bolus and successfully resumed insulin therapy on the pump. Reportedly the customer is using cold insulin, and wearing the pump supplies for 2-3 days. Tandem clinical support informed customer that using cold insulin, and wearing the pump supplies for 2-3 days, is off label per the user guide. Customer¿s blood glucose (bg) level was 300 mg/dl.